Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10k05047 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Event description:
This is a spontaneous consumer report with supplemental information by a peritoneal dialysis nurse (pdn) from the USA of generalized weakness and peritonitis in a female (age not reported) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. In (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (total fill volume 1100 (units not reported), frequencies, and lot numbers not provided) intraperitoneally (ip) for peritoneal dialysis (pd) and end stage renal disease (esrd). It was not reported whether the patient performed pd using the cycler, manual exchanges or both. On (B)(6) 2011, during a follow up call with product surveillance regarding a low drain volume alarm on the patient's homechoice (hc) device, the patient's caregiver (cg) stated that the patient had quit therapy after the initial call because she was not draining. The cg stated that the patient was currently in the hospital due to stomach pains and they found an infection. At the time of the call the cg did not know if the infection was peritonitis. Upon follow up, the patient's pd nurse clarified that on (B)(6) 2011 the patient experienced abdominal pain. The pdn clarified that on (B)(6) 2011, the patient experienced generalized weakness and peritonitis manifested by abdominal pain and was admitted to the hospital. It was not reported whether an exit site or tunnel infection was associated with the peritonitis. On an unreported date, the patient began remedial therapy with three unspecified antibiotics (doses and frequencies not reported, ip). The nurse stated that the cause of the peritonitis was due to possible contamination. On (B)(6) 2011, the patient was discharged from the hospital . On an unreported date in (B)(6) 2011, the event of generalized weakness resolved and the event of peritonitis was ongoing and improved. It was not reported whether dianeal pd4 ambuflex or dianeal pd4 ultrabag therapies were ongoing. Concomitant medications were not reported. The nurse stated that the events of generalized weakness and peritonitis were not related to dianeal pd4 ambuflex , dianeal pd4 ultrabag therapies or the homechoice machine.